Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and a mesh was implanted, due to her incontinence. It was reported that the patient experienced urinary tract infections, irritation, and pelvic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/16/2021. Additional information: b7, d3,g1. Additional b5 narrative: it was reported that the patient experienced back and groin pain and urinary urge. Date sent to the FDA: 04/16/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted.